Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor fill.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 67mg/dl. The customer's expected non-fasting blood glucose test result range is 100-129 m/dl and between 60-89 mg/dl fasting. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 97mg/dl using true result meter and 75mg/dl using the same meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 03/25/2019 and open vial date is 05/15/2016.. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Meter memory was not set with date and time correctly. Customer stated that the memory results in the meter are recorded within two hours of eating and that is why is concern. Customer is in gestational state.

Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 67mg/dl. The customer's expected non-fasting blood glucose test result range is 100-129 m/dl and between 60-89 mg/dl fasting. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 97mg/dl using true result meter and 75mg/dl using the same meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 03/25/2019 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Meter memory was not set with date and time correctly. Customer stated that the memory results in the meter are recorded within two hours of eating and that is why is concern. Customer is in gestational state.